Event description:
It was reported that, pt is experiencing pain since the surgery and is getting worse since (B)(6) of 2011. He has been on pain medications and the fentanyl patch. He is following with his surgeon and primary physician. He will have an MRI and blood work. Information provided by the sales rep on (B)(6) 2013 indicated that the pt had altr in the right hip post primary surgery. Based on the pt's exam, lab and imaging results. The surgeon reviewed pt's right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.